Event description:
The customer reported that there was variation between the blood glucose level and the sensor reading. The blood glucose level was 292 mg/dl and the sensor reading was 130 mg/dl. The customer did some calibration and the meter may have been moving rapidly. The patient declined to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.